Manufacturer narrative:
This report is for four unknown 4.5mm cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Only one broken off screw heads could be removed from the patient; some pieces were left in the patient; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that four (4) proximal cortex screws were broken post-operatively in a male patient. It was reported the locking screws did not break. Another operation was required to remove the implants and re-fix on (B)(6) 2015. Only one broken off screw heads could be removed from the patient; some pieces were left in the patient. The patient status has been reported as okay. This report is for four unknown 4.5mm cortex screws. This is report 1 of 1 for (B)(4).